Event description:
During an ercp procedure a metro wire guide was advanced into the pancreatic duct to facilitate placement of a plastic pancreatic stent. After the stent was placed, the wire guide was being withdrawn when the tip of the wire detached and fell into the patient's duodenum. The physician was able to retrieve the detached tip using forceps, with no patient injury.